Event description:
The following information was reported by aci sales representative: 6fr sheath placed in right femoral artery. Angiogram performed for groin shot to close. The physician prepped up the balloon outside body and inflated to check device mechanics. Balloon lost pressure after inflating. The physician used a second device successfully with no issues. Stick location: above femoral head. Vessel size: 5-7mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1405605) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.